Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was alert for high lead impedance. Impedance trends suggest sudden increase in impedance. Patient was stable. Additional information was not reported.

Event description:
New information received notes that there was no intervention performed to address the increase in impedance.